Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The physical evaluation of the returned sofia found the tip to be separated from the device at the proximal edge of the marker band along with unraveled coil wire. The separated tip is consistent with the information provided in the alleged product issue. The damage to the catheter is consistent with increased friction and could be associated with navigating the sofia catheter. There was no evidence of delamination of the inner liner underneath the marker band. Also, the coil underneath the marker band was still intact. The distal tip of the catheter broke off due to high tensile force. The average force required to break the reinforcement wire is 3.59lbs. The physical evaluation of the device alone could not determine the circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The sofia IFU warnings state "do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined."

Event description:
It was reported that during the treatment of an aneurysm of the anterior communicating artery, the anatomy was very tortuous and it was decided to exchange a sofia ex catheter for a longer one. While removing the sofia ex over the exchange wire, the physician noticed the tip of the sofia ex was damaged and missing its distal marker band. As he manipulated the wire to introduce the new catheter, they noticed the distal marker was outside of the sheath and wrapped around the exchange wire. There was no intervention or patient injury.